Manufacturer narrative:
The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 51-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. During the procedure, the automated impella controller (aic) had an error message and was successfully switched to a loaner console. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. While on the impella cp pump there were alarms observed regarding the pump's flow. There was suction indicative of low flow and placement signal alarms. The team reviewed the hemodynamics, noted the patient was subtherapeutic on the anticoagulation, and pump remained on support til wean and explant on day 2 of the support. There was no consequence to the patient and support.

Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section b3. Date of event has been corrected. Section d1 (brand name) has been corrected.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 51-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. During the procedure, the automated impella controller (aic) had an error message and was successfully switched to a loaner console. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange.

Manufacturer narrative:
Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Related medical device reports: this impella automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.